Event description:
It was reported to philips that the device is down due to hardware failure dpm. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.